Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a gradual increase in high shock impedance, measuring greater than 125 ohms. Data analysis was performed and boston scientific technical services did not confirm any noise. Boston scientific technical services recommended additional in-clinic troubleshooting and device reprogramming. At this time, it is the patients decision to not come in for further troubleshooting due to covid restrictions. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.